Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 04-jun-2025 and forwarded to millyard advanced medical products, llc on 05-jun-2025. The patient's mother reported that the pump takes a while to connect with the remote and indicates that it needs a full battery even though the battery is fully charged. It is unknown if troubleshooting was attempted. The patient has switched specialty pharmacies and the patient's mother reported that they ran out of cassettes. The new specialty pharmacy indicated they have not yet provided supplies, but they were shipped for overnight delivery. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.